Event description:
It was reported that patient underwent primary knee surgery on an unknown date. Revision procedure was performed on (B)(6) 2013 due to poly wear and potential loosening. No further information has been received.

Manufacturer narrative:
The returned components were evaluated. There was a worn region on the left condyle of the femoral component with a noticeable indent/gouge. The surface showed small scratches, especially on the posterior of the right condyle, and some extraction marks around the edges. The cement was even, with signs of bone integration, although some of the cement is smooth. There was evidence of cement adhesion on the whole surface of the femoral component although this was only residual in some places. Faint burnishing marks could be seen on the back of the patella flange that aligned with some extraction damage on the side of the prosthesis. It is likely that the cement was removed during extraction. There was a large amount of cement overhanging the edge of the prosthesis in the intercondylar notch. The exact causation for the failure of the components cannot be determined with the available information provided although it would appear that the component failed due to elevated stress resulting from abnormal loading.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Implant date - unknown. Product is to be returned for evaluation. Upon return and completion of evaluation, a follow up report will be sent to the FDA.